Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing which resulted in inhibition of pacing and an inappropriate shock.